Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and microscopic examination found no issues with the profile of the tip. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. There were no issues noted with the shaft polymer extrusion profile. The hypotube was broken 61cm distal to the strain relief. There was evidence of material resistance at both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification prior to shipping. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.50x16mm promus premier¿ stent was selected. During preparation of the device, the stent delivery system (sds) broke in half at 66 cm. The stent was still intact in the sds balloon. The device was never introduced into the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that shaft break occurred. A 2.50x16mm promus premier¿ stent was selected. During preparation of the device, the stent delivery system (sds) broke in half at 66 cm. The stent was still intact in the sds balloon. The device was never introduced into the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.